Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. Additional patient or event information is not available.